Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the right ventricular lead appeared as if the outer insulation was twisted. The lead testing parameters were reported satisfactory and there were no other concerns. There were no patient consequences.